Event description:
On (B)(4) 2014, syneron (B)(4) was made aware of an adverse event that occurred to a patient of (B)(6) beauty salon. Patient was treated on the face with pitanga system and ds applicator. Syneron (B)(4) was provided with the following treatment information: patient is an (B)(6) female with skin type vi. On (B)(6) 2014, patient was treated on the face for hair removal with treatment settings set to optical energy 16 j/cm2 and rf energy 25 j/cm3. Gel was applied during treatment on the treatment area. Syneron recommends optical setting of 10-14 j/cm2 for patient with skin type vi. Post treatment: the treatment provider has applied relief-gel 2 hours post treatment however did not apply cold compress as recommended. Patient has had previous ds treatment with no injuries or complaints with the same treatment parameters. Evident in patient's post treatment photos (taken 2 week after treatment) that the severity of the injuries appear to be moderate to severe. No upon arrival testing has been performed at this time.

Manufacturer narrative:
Initial assessment of available information suggests that the most probable root cause is user error. Treatment parameters used exceeded settings recommended by syneron for patient's skin type.